Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during prior to starting, da vinci xi, a fault m-02 occurred on the erbe generator, resulting in the customer being unable to use the erbe generator for a partial pancreatectomy. Technical support first instructed the customer to power cycle the generator, but the issue persisted. The customer was then guided to connect a compatible third-party generator, which allowed the procedure to begin after a delay. The procedure was completed as planned with no report of patient injury.